Event description:
It was reported this was a venotomy closure of a right common femoral vein using the pre-close technique via a small-bore sheath hole prior to a leadless pacemaker procedure. Reportedly, two proglide sutures were pre-placed. While placing the second device, it was noted to be stuck during removal. Excessive force was applied, but the device was unable to be removed. After waiting 30 minutes, the device was able to come out of the anatomy with little force. The procedure was continued and completed without issues. However, it was observed the two sutures that were successfully pre-placed were deployed in the subcutaneous tissue. Therefore, manual compression was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. The account noted that the sutures were inadvertently deployed sub optimal as the formed knots came out when attempting to tighten the knots. This may occur in veins as the pulsatile mark is minimized. It is likely subcutaneous tissue, or suture was caught by the foot during closure inducing the difficult to remove. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - against resistance. The additional device referenced in b5 is being filed under a separate medwatch report.